Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer received one cs and instead of 12 ea being in the case there was only 4 ea, and the case was sealed. Per follow up via phone on 11jun2021, customer stated that they only received four catheters instead of a case full. They were in a box that was not taped shut and did not appear as if any tape had been pulled from it. Customer reported the same issue to medline as could not be certain where the problem originated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer received one cs and instead of 12 ea being in the case there was only 4 ea, and the case was sealed. Per follow up via phone on (B)(6) 2021, customer stated that they only received four catheters instead of a case full. They were in a box that was not taped shut and did not appear as if any tape had been pulled from it. Customer reported the same issue to medline as could not be certain where the problem originated.